Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right video-assisted thoracic lobectomy, the device was able to fire but the user was not able to deploy the reload using the green button. They opened another handle reload to resolve the issue in order to complete the case. There was no patient injury.